Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose level was 156 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery alert/failed battery alarm or battery issues noted. No motor error alarm noted. Motor passed motor test. (B)(4).